Manufacturer narrative:
The evaluation results of apparent trend for suspect catheter lots has been completed and the results are as follows: 1) the complaint rate was consistent with complaint rates from other mfg lots. 2) the product profile was bimodal, but both arms of the modality were within the product spec. 3) material identification and function were consistent with 510k and co specs. 4) sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend was reviewed by a food and drug administration investigator during an atlanta district office audit of the MFR which was conducted from 8/24/98 through 9/15/98. Therefore, based on the info available and the results of the MFR's investigation of this event, anatomically induced repetitive clavicular compression appears to have caused damage found during the MFR's analysis of the device in question. No further details are available. The MFR is now closing the file on this event. The filing of this 01 follow-up report will also serve to close the following MDR#'s listed of the same nature: MDR#1219454-1997-00217 and MDR#1220923-1998-00058.

Event description:
The device was implanted on 3/4/97 for infusion of drug through innominate vein. On 5/5/97, the cardiologist contacted a MFR nurse and reported that an x-ray had been performed and is "suspicious" of separation of the device body catheter. The surgeon has consulted the cardiologist to retrieve the device catheter. The cardiologist stated that he was calling for info concerning the catheter material and to determine whether or not the catheter would easily slide out, or be adherant to the subcutaneous tissue. The MFR nurse informed the cardiologist that she could not be specific as to the catheter or device body materials without a catalog number for the device. The cardiologist stated that he was not certain if the reference to the name of the device in the notes was the brand of the device or generic usage for an implanted vascular access device. The MFR nurse informed the physician that the device catheter could be either silicone or polyurethane. The cardiologist stated that the device catheter is still in the innominate vein and has not migrated. The MFR nurse suggested that the ease of removal would depend on how much of the catheter can be grasped prior to its entrance to the vein and whether there had been extravasation of the IV fluid/drugs causing tissue inflammation in the area. The cardiologist stated that he would follow up with the MFR after removal if he decided to return the device for analysis.